Event description:
Device 2 of 2. Reference MFR report#: 1627487-2013-11350. The pt has two scs systems. It was reported, the pt's charger can no longer communicate with the ipg. An sjm rep met with the pt and tried two chapters but communication was unattainable. A replacement charger was sent to the pt to address the issue but was also unsuccessful. As a result, the pt will undergo surgical intervention. Both ipgs are being reported because it is unk which device can no longer communicate with the charger.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.